Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8 590-1, lot# n252645, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that a critical pump alarm due to zero ml reservoir volume reached was heard and was confirmed by telemetry. The patient was new to the doctor¿s care. The patient presented to the clinic on (B)(6) 2014 and the pump was empty. Pump logs showed that the pump went empty on (B)(6) 2014. The patient had no symptoms of withdrawal and the family was reporting no change in baseline. The physician was ¿theorizing¿ a catheter issue and planned to do imaging and a dye study because he expected the patient to have symptoms if the pump was empty. The physician was to fill the pump on (B)(6) 2014 and then do troubleshooting of the system to make sure the patient was getting drug. The device system delivered gablofen. Additional information has been requested; a follow-up report will be submitted when new information becomes available.